Event description:
According to the reporter, during a laparoscopic pulmonary resection, an attempt was made to resect the lung, when unloading, the jaws of the cartridge could not be opened and it could not be removed, however, after somehow removing it, the jaws opened. A new cartridge was connected and resected. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload had all full complement of staples. The jaw of the reload was open. Damage was found at one of the distal ends of the tab. Damage was found on the single use loading unit (sulu) lug. It was reported that the jaws of the reload did not open at all, not involving tissue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. This issue may occur due to over flexure of the reload while attached to the instrument. The evaluation detected unreported conditions: there was damage to the instrument's adapter lugs and the device lock ring was broken. The product analysis noted evidence that the device was not used as intended. These issues may occur due improper orientation of the lock ring or over flexure of the reload while attached to the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range for the selected staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Instruction for use (IFU) states appropriate tissue thickness ranges for cartridge sizes. IFU cautions: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. IFU instructs: ensure that the black return knob on the instrument is pulled back completely and the articulation lever is neutral (0° relative) to the instrument. IFU instructs: cycle the instrument to confirm proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all the way forward or pull back on the black return knob and confirm that the reload jaws open fully. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.